Event description:
Patient was in heart cath lab for left common iliac artery stent and angioplasty. The 4fr glidecath 120 cm sheared and broke off in the left iliac. In an attempt to place express stent in left iliac the stent came off the balloon and remained in the aorta. Both were retrieved successfully without pt harm.